Event description:
Device 1 of 2. Ref MFR report # 1627487-2014-05064. On (B)(6) 2013, the patient underwent a permanent implant procedure. During the procedure, the doctor experienced difficulty implanting the leads due to scar tissue. As a result, the procedure was extended by forty minutes.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.